Event description:
When the lead suture broke, the entire graft structure was removed, lead suture replaced and everything pulled back into place. Surgeon opened an incision laterally to complete the acl reconstruction. No injuries or complications were reported.